Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was placed on an in-house system and was run in normal mode. The monopolar 3 socket energy issue was confirmed but not replicated.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the erbe generator was not delivering both monopolar and bipolar energy, but it was working 10 minutes earlier. The customer changed out both cords prior to call with no luck. Technical support engineer (tse) walked customer through a hard power cycle, and they replaced another monopolar cord. However, the issue persisted, but only the bottom monopolar port worked after the third monopolar cord. Tse viewed logs and found errors: c-71, 3-71, and c-82. Field service engineer (fse) to follow up. The procedure was completed laparoscopically with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the surgeon was trying to cauterize tissue when no energy was being delivered although, previously it was working fine. The surgeon switched from a monopolar instrument to a bipolar instrument, but both did not work. Then they switched to a new monopolar cord, but it still did not work. The operation was not prolonged by 31 minutes or more as a result of this issue. The surgeon switched to a vessel sealer (vs) instrument to complete the case with a vs generator and a different generator to finish the case laparoscopically. The erbe generator was not used for the rest of the case. The customer did not have another robotic generator, so they converted to laparoscopic to finish the case. The patient did tolerate the conversion. No additional ports were placed and the incision was not extended.